Event description:
It was reported by service report that the foot end of the stretcher would not lower and the foot end corner covers were broken presenting sharp edges. No pt involvement or adverse consequences are reported.